Manufacturer narrative:
Investigation conclusion: a review of the package insert (pi) was conducted for clarity of instructions. No issues were found. The customer's reported problem was related to a deviation from the instructions called out in the pi. Root cause: customer procedural error. Source: phone.

Event description:
Reported false negative sars result for 1 symptomatic consumer. The consumer communicated the result was confirmed positive by an alternate testing method (method unknown). It was reported that the consumer did not follow step 5 of the user instructions (usage problem). 2 additional consumer events were also communicated which are captured on separate reports.